Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during drain 1 of treatment and decided to cancel treatment. While attempting to cancel treatment a watchdog alarm came on. The patient hard rebooted the cycler and found fluid inside cassette door. Fluid was seen inside the cassette door, in the pump module area and on the external of the cassette. Fluid leaked from front of the cassette the patient was connected during the incident and the cycler was not re-setup with new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated during drain 1 the cycler prompted with an m31 air detected in cassette warning and the patient cancelled treatment. The cycler prompted with a watchdog alarm during cancellation, and upon opening the cassette door, fluid was found leaking from the front of the cassette. Fluid was also found in the pump module area and on the external of the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Per pdrn the patient was provided antibiotics as a result of the fluid leak (cephalexin, oral route, 500mg, 4 days). The pdrn stated the patient reverted to manuals to complete the remaining treatment on the night of the reported event and allowed for the cycler to dry out. Per pdrn the patient has remained asymptomatic. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during drain 1 of treatment and decided to cancel treatment. While attempting to cancel treatment a watchdog alarm came on. The patient hard rebooted the cycler and found fluid inside cassette door. Fluid was seen inside the cassette door, in the pump module area and on the external of the cassette. Fluid leaked from front of the cassette the patient was connected during the incident and the cycler was not re-setup with new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated during drain 1 the cycler prompted with an m31 air detected in cassette warning and the patient cancelled treatment. The cycler prompted with a watchdog alarm during cancellation, and upon opening the cassette door, fluid was found leaking from the front of the cassette. Fluid was also found in the pump module area and on the external of the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Per pdrn the patient was provided antibiotics as a result of the fluid leak (cephalexin, oral route, 500mg, 4 days). The pdrn stated the patient reverted to manuals to complete the remaining treatment on the night of the reported event and allowed for the cycler to dry out. Per pdrn the patient has remained asymptomatic. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.